Manufacturer narrative:
The field service engineer cleaned the dilution vessel, ran reagent primes, and checked for o-rings. He found the reference electrode was missing the o-ring. He installed the o-ring. The qc was performed and was acceptable. The investigation did not identify a specific cause for the event.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial sodium result was 157 mmol/l and the repeat result was 140 mmol/l. The initial potassium result was 4.4 mmol/l and the repeat result was 3.80 mmol/l. The initial chloride result was 120 mmol/l and the repeat result was 103.8 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The investigation is ongoing.